Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event, but it was found that the catheter was used even it was expired. Investigation summary: no physical sample, images or videos were received. A physical investigation was not possible. The information reported to us indicates that the catheter was used after the expiration date, which violates the instructions and therefore constitutes a user error. The root cause can be traced to the user. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy & atherectomy procedure. It was reported that during the procedure, the wire allegedly got stuck in catheter and wire was sheared off. There was no reported patient injury.